Event description:
Revision surgery - revision of a foundation shoulder. The patient's rotator cuff failed due to the patient's anatomy causing a revision to a reverse shoulder.

Manufacturer narrative:
The reason for this revision was for a patient's rotator cuff and anatomy failure after approximately 6 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 53898971. (B)(4). The root cause of the event is deemed to be non-product related and attributable to the patient's contraindications; anatomy. There are no indications of a product or process issue affecting implant safety or effectiveness.